Event description:
Pt admitted with left hip infection status post left hip arthroplasty in 2001. The pt had a 24 hr history of left hip wound redness, increased local temperature, swelling and chills. Purulent material out of wound was positive for staphylococcus aureus. In 2002 pt underwent removal of acetabular component and debridement left total hip arthroplasty.